Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified #13 vessel.